Event description:
Legal case - (B)(6). As reported via the legal department, on (b(6) 2014, the patient had a revision of a total knee replacement surgery on the right side was performed on the patient using exactech components. Over the course of time after this surgical procedure, the patient experienced pain and discomfort in her right knee, following up with their doctor on (B)(6) 2022. On (B)(6) 2022, the patient's doctor recommended a re-revision of the right knee replacement. The patient is scheduled to undergo a re-revision of the right knee replacement on (B)(6) 2023 approximately 8 years and 6 months after their first revision using exactech components. There is no indication that the initial implant used exactech devices. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Unable to locate initial surgery in ebi.

Manufacturer narrative:
Pending investigation. Code not available: pending revision.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, health effect impact code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be related to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.